Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. It was reported that the patient died. In (B)(6) 2013, clinical status assessment identified the patient's qualifying condition as stable angina and the patient was referred for elective cardiac catheterization. Subsequently, the index procedure and coronary angiography were performed. The target lesion was located in the proximal right coronary artery (rca) with 60% stenosis and was 15mm long with a reference vessel diameter of 3.8mm. The target lesion was treated with pre-dilatation and placement of a 3.50x28mm study stent. Following post-dilatation, residual stenosis was 0%. On the following day, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2016, the patient experienced recurrent bouts of chest tightness and shortness of breath occurring with or without activity. The patient was at recycling plant, when the patient collapsed. The patient received automated external defibrillators (AED) shock twice. The patient was brought to emergency room (ER) by emergency medical service (ems). Per ems finding, patient was asystolic, unresponsive, no respiration and pulse absent noted. The patient received treatment from ems. The patient was treated by defibrillation using cardiopulmonary resuscitation (CPR) for 35 minutes and intubated with king airway. CPR was continued for another 10 minutes, but the patient was still in asystole. At 15:30 hours, the patient was pronounced dead due to cardiac arrest.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that stent thrombosis occurred as per adjudication results. It was confirmed that the actual cause of death was myocardial infarction. Per death certificate, cause of death was reported as hypertension, cerebellar infarction, chronic kidney disease stage iii, pulmonary hypertension and other significant cause of death was myocardial infarction. Manner of death was reported as natural. An autopsy was not performed.